Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus involved with this complaint and completed the device evaluation. The endoscope was evaluated and found to have a defective camera instrument adapter. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing for evaluation and found with an endoscope adapter bearing contributing to friction. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, error 22020 occurred when the 30-degree endoscope was installed. Upon inspection, the customer was able to hear an abnormal squeaking noise when rotating the endoscope. The 30-degree endoscope was moved with great friction. The customer used a backup 30-degree endoscope to resolve the issue. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope image was inverted. The event did not involve a reversed control of the system arms. The vision orientation did not change on its own. The endoscope moved freely with uncontrolled motion. The issue did not result in patient injury.